Event description:
Info was received that reported the pt was seen in the ER for an incident of hyperglycemia. The pt's blood glucose had been running high for 3 days prior to the ER visit. Troubleshooting measures were attempted the day prior to the ER visit; the tubing and site were changed and on the day of the visit the cartridge, tubing and insulin were changed out. When the pt's blood glucose rose to 500 an injection of insulin was given. The pt was then taken to the ER; at the ER the pt was given oral fluids and was monitored for 3 hours before release. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.